Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the distal right coronary artery (rca) with tortuosity and no calcification. The 2.0x15mm nc trek rx balloon dilatation catheter (bdc) had no resistance during advancement; however, the balloon ruptured at an unknown pressure during first inflation. The bdc was soaked in saline and was prepped (air aspiration) outside the anatomy prior to use. No resistance was met when the protective sheath was removed. There was no resistance during removal. Another nc trek bdc was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.